Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Upon further troubleshooting, it was reported that battery was operating as expected. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Reportedly, the customer requested the incorrect amount of insulin to be delivered by the pump, and subsequently, too much insulin was delivered. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.